Event description:
It was reported that, during the check before the ablation procedure, the therapy was completely turned off, and capture s-ECG acquisition was performed several times during the procedure. When the final check was performed after the procedure, the number of events was 0 for treated and untreated episodes, but the number of shocks delivered was counted as 49. Boston scientific technical services (ts) indicated that the reason for the increase in the number of shock treatments was due to rewriting of memory rather than actual treatment. Additionally, data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.